Event description:
It has been reported to philips that the bellg hose installed on the ceiling-suspended monitor has come off along with the metal fitting. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received there was an examination delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the bellg hose installed on the ceiling-suspended monitor has come off along with the metal fitting. Upon functional analysis performed fse found that due to loosening of nut-bolt resulted in bellg hose to fall off. Fse removed the bolts and nut from the metal fitting mounting part, applied loosening prevention agent to the screws, and other bellg fittings and reinstalled them. Fse confirmed that the belloth and the screws around the monitor were tightened enough. After the repair action there was no problem with operation of the system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.